Manufacturer narrative:
This is a final report. The medical event was related to a delivery issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event.

Event description:
Customer reported that he was unable to check his blood glucose levels because he had not received his adc blood glucose meter. Customer further reported subsequently experienced blurry vision and weakness. Customer was seen by the doctor and was diagnosed with hyperglycemia. The doctor injected the customer with "something" but the customer does not know what it was. This treatment was a change to the customer's normal medications. Customer self-treated by eating food and drinking juice. There was no report of death or permanent injury associated with this event.